Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient called from home and said he was getting an unwarranted critical battery alarm, patient was currently on alternating current (ac) and one fully charged battery. Patient mentioned that this had happened in the past, and it has resolved itself. Patient stated that port two (2) on the controller seemed loose. The vad coordinator walked patient through controller exchange while patient was at home. Patient then instructed to come in to clinic. It was stated that port two (2) on the controller was very loose and almost falling out. Patient tolerated controller exchange well, and is stable post exchange. It was further stated that the patient was annoyed. No additional information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was experiencing critical battery alarms and that power port two (2) was loose from the controller. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that device failed visual inspection due to a loose power port one (1) connector, loose power port two (2) connector and bent pins within power port two (2) of the controller. The bent pins are most likely due to a forced connection. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. An internal inspection revealed that the internal power port one (1) locknut was loose and that the internal locknut for power port two (2) was loose, migrating freely within the printed circuit boards (pcbs) of the controller. The loose locknut most likely came in contact with the controller board pcb, causing damage to a diode and integrated circuit responsible with the communication between the controller and batteries. The controller was still able to accept power, but was unable to read the relative state of charge of a battery connected to the controller. As a result, the controller would alarm a critical battery alarm when a battery was connected. Log file analysis revealed indications that the internal clock had been reset to year 2999 and remained frozen. The damaged integrated circuit that is responsible with the communication between the controller and batteries is also connected within the same communication line as the real-time clock. The damaged integrated circuit most likely affected the real-time clock, causing the time to remain frozen and causing the date to reset to year 2999. The most likely root cause of the reported event can be attributed to a loose locknut within the controller, causing the locknut to damage a diode and integrated circuit responsible with the communication between the controller and batteries. An internal investigation has been opened by the supplier to address loose connectors. Heartware has opened an internal investigation to address bent pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.